Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2021 that the patient visited her primary care physician for stoma irritation, and was prescribed oral antibiotic ciprofloxacin 500 mg for 7 days, without performing a culture. (B)(6) 2021 the stoma no longer showed signs of infection, however it is still somewhat irritated. On (B)(6) 2021 the patient completed the antibiotic. On (B)(6) 2021 it was observed that the irritation and infection have completely disappeared. Patient also used antiseptic chlorhexidine and positon cream.